Manufacturer narrative:
Investigation completed 12/21/2017. Device history review for lot no. 2409513 manufactured on 13oct2017 showed no anomalies that could be associated with the reported failure. Product or objective evidence was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. There is no issue for assembling on handle and insert. This device is a non-isolated metallic tube. During functioning, the tube is not related to electricity. The product sample met specification requirements. The reported issue may be attributed to the electrode which is in the tube during use and that may be in short-circuit.

Event description:
It was reported that during a laparoscopic liver resection, the forceps started to smoke and smell. Product was in contact with the patient; however, no patient injury or consequences reported and the event lead to 10 minutes surgical delay. The medical staff managed to finish the procedure with another forceps.